Event description:
It was reported that the device would not power on, as the fuse on the device's power module was blown. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and pricing information for a replacement power module. The customer later indicated that they will be purchasing the replacement module from a third party, and will be repairing the device. The failed component will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.